Event description:
A consumer reported to an eyecare practitiner about waiting a corneal transplant for thier right eye due to a pseudomomas infection associated with wear of precision uv contact lenses. Severe pain and current visual acutiy reported as 0.1. Pre-event acuity is unknown. No further information is available at this time.